Manufacturer narrative:
Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the stent was damaged and bunched causing the proximal end of the stent to move distally. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery. Pre-dilatation was performed using semi-compliant balloon catheter. Following intravascular ultrasound, a 4.00x24mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion. The device removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery. Pre-dilatation was performed using semi-compliant balloon catheter. Following intravascular ultrasound, a 4.00x24mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion. The device removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.